Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, a heartstring iii seal failed to load properly. A second heartstring iii was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question. Refer to MFR report # 2242352-2013-00669 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).